Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the arm between 37 and 48 hours, the site was swollen, sore, bruised, infected and the blood glucose (bg) levels rose up to 23.2 mmol/l (417.6 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (clarithromycin 500 mg) for 7 days 1 tablet twice a day. The next day after a checkup, prescription was changed to (doxycycline 100 mg) for 5 days 1 tablet twice a day. The adhesive was noticed to be loose and a new pod was applied to treat the hyperglycemia.